Event description:
New information indicates that the lead had dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received high voltage therapy from the implantable cardioverter defibrillator due to undersensing of the patient's atrial fibrillation rhythm on the right atrial lead. The device and lead were removed on (B)(6) 2018. The patient condition was stable.